Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the thighs and developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the (B)(4) user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received (B)(4) treatment to the thighs and developed paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower and upper abdomen on (B)(6) 2021 using a cooladvantage plus applicator and presented with paradoxical hyperplasia (ph).